Event description:
It was reported that the patient stated not being able to inflate an inflatable penile prosthesis (ipp) because the pump was too hard to squeeze. Patient liaison provided trouble shooting techniques including burp and anti-stiction. The patient would attempt these maneuvers and contact if further assistance was needed.